Event description:
It was reported that during an ultrasound guided breast biopsy, on the second sample acquisition, as soon as the device fired into the lesion it sounded like a piece of plastic had broken off inside the device. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break, as the sample was returned with a broken cannula hub. The investigation is inconclusive for failure to fire, as functional testing could not be performed due to a broken cannula hub. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with no protective tubing on the needle tip. The device was returned half primed, with the cannula retracted, exposing the sample notch. No damage was noted on the cannula and the sample notch. There were no visual anomalies noted on the device. Loose particles could be heard within the device. The sample was functionally tested by twisting the rotational knob once and the stylet retracted and locked into place as expected. The device was able to be fully primed with some resistance and the arrow was visible in the ready window. The firing trigger was pressed and both the cannula and stylet advanced with no issues. Further functional testing could not be performed. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time.